Event description:
The screws had to be removed because of "lysensaeumen". There was a hole 2 x 5cm found under the plateau. The inlay has 2 preceding pins on the backside.

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.